Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump kept alarming no delivery when priming. Finally the third time the device went to blank. Troubleshooting for blank display was performed. Customer's blood glucose was 140 mg/dl. Customer was advised to disconnect from the device. Customer was not calling back after receiving a new battery cap. No physical damage on the device noted. The device was not dropped, bumped, nor exposed to moisture. The contacts on the battery cap, battery compartment, or springs are not missing damage or corroded. Customer declined battery cap and requested replacement. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.